Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the orders were crossing. A technical support specialist (tss) remoted into the server to check the database state and confirmed data was crossing with no errors. The tss then ran a query on the order example and found that a discontinue message was sent shortly after the original order. The customer confirmed the issue was resolved. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user noted that medication orders were not coming through after a system change. The station had previously been set to non-profile mode and was changed to profile mode, but the profile orders did not appear on the station, preventing medication removal. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.